Manufacturer narrative:
The intraocular lens implant was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. File info provided indicated the use of an approved cartridge. The viscoelastic used was not indicated. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).

Event description:
A surgeon reported that over the past year, he began to notice more poor refractive outcomes following intraocular lens (iol) implant procedures. The surgeon is unsure why he is having the hyperopic results. He has looked at how his calculations are being done, which formulas are being used and has been unable to pinpoint a specific reason for these results. The surgeon is unsure how many poor outcomes he has had to date. Additional info was received from the surgeon who reported he thinks the biometry system may be the "culprit" in this case. Additional info was received that indicated of the current cases perhaps only one pt had measurements done with this machine, but it is unk which pt.